Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance measurements of 125 ohms. The rise in impedance was noted to be gradual over the last year. Farfield oversensing of the rwaves were noted post ventricular sense and ventricular pace. The oversensing had been occurring for the last eight months. Boston scientific technical services (ts) was consulted and discussed further troubleshooting and programming options. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance measurements of 125 ohms. The rise in impedance was noted to be gradual over the last year. Farfield oversensing of the rwaves were noted post ventricular sense and ventricular pace. The oversensing had been occurring for the last eight months. Boston scientific technical services (ts) was consulted and discussed further troubleshooting and programming options. At this time the ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance measurements have increased to between 140 to 148 ohms. Boston scientific technical services (ts) was consulted and recommended performing maximum energy commanded shocks to further evaluate the sysetm. The clinician planned to discuss this option with the physician. A field representative has been contacted and will attempt to obtain further information from the clinic. No additional information is available. If additional information becomes available the report will be updated at that time. The ICD and rv lead remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range impedance measurements of 125 ohms. The rise in impedance was noted to be gradual over the last year. Farfield oversensing of the rwaves were noted post ventricular sense and ventricular pace. The oversensing had been occurring for the last eight months. Boston scientific technical services (ts) was consulted and discussed further troubleshooting and programming options. At this time the ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance measurements have increased to between 140 to 148 ohms. Boston scientific technical services (ts) was consulted and recommended performing maximum energy commanded shocks to further evaluate the sysetm. The clinician planned to discuss this option with the physician. A field representative has been contacted and will attempt to obtain further information from the clinic. No additional information is available. If additional information becomes available the report will be updated at that time. The ICD and rv lead remain in service and no adverse patient effects have been reported. Additional information was received that prior to a change out procedure for therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d), shock impedance measurements were noted to be 138 ohms. Ts was consulted and discussed testing during change out procedure to assess the integrity of the lead. Ultimately the new crt-d was implanted and the rv lead remains in service. No adverse patient effects were reported.